Event description:
The following event was reported to implantcast gmbh: "the drill twisted whilst on power causing the flexi drill to break. The hospital had an alternative flexi drill to complete the surgery." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used to finish the surgery. On the provided picture can be seen that the drill shaft was twisted but contrary to the description of the event, the fracture cannot be confirmed.

Manufacturer narrative:
According to the description of the event, a flexible drill shaft was deformed and broke during use. The product in question was not provided for an optical examination as it was disposed of by the hospital. However, a picture of the drill shaft was provided with which a limited examination can be performed. It can be seen that the drill shaft was deformed on the spiral part with an angle of about 130° degrees. Additionally, the spiral part is twisted. The lot number is hardly visible on the provided picture, therefore it cannot be determined without a doubt. The described break of the drill shaft cannot be confirmed based on the picture. It is known that the issues with the drilling shaft occurred during use / intraoperatively. However, there was no health impact on the patient. Another product was used instead when the issues occurred. The manufacturing documents and the material certificates of the flexible drilling shaft could not be checked as the lot number cannot be determined without a doubt. The surgical techniques and instructions for use were checked and showed no deviations. In the surgical technique is described that the flexible drill shaft can be bent up to maximum of 45 degrees. If the flexible drill shaft is bent any further the lifetime of the product can be reduced. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error. The drill shaft has been bent over the maximum angle of 45 degrees mentioned in the instructions for use at some point. A factor that may favour such a deformation and/ or breakage of the drill shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error patterns "deformation of the instrument" and "break of the instrument" in the associated risk management.